Manufacturer narrative:
(B)(4).

Event description:
The pt experienced significant pressure and discomfort at the intrathecal incision site. A hygroma was noted at the site. Thirty seven cc of fluid was withdrawn from the site. A culture was taken. The severity was determined to be moderate. The pt underwent a complex surgical repair of the lumbar surgical wound on (B)(6) 2011. As of (B)(6) 2011, the pt outcome was "resolved without sequelae."